Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Consultant reported: during an anterior cervical fusion level c5-c7 surgeon was using the extraction screwdriver and the tip broke off into a screw head. Surgeon did not remove the tip from the screw head, it remains in the patient estimated size 1.5 mm. The screw was being removed to re-position the plate when the tip of the driver broke in the screw head.